Manufacturer narrative:
Investigation results: the customer replaced the power supply unit in the device and has not reported any further occurrences of the reported issue. The failed power supply was returned to ge healthcare for investigation in which it was determined an electrical component of the device's power supply card was the cause. An electrical component on the power supply unit, a c102 capacitor, showed signs of heat to include melting and a brownish color in the center; there were no other issues identified with other components of the power supply unit. The material of the power supply unit, including the capacitor in question, is composed of fire retardant material. Additional details were sought from the customer regarding the alleged flame that was seen, however, further clarification received was not specific. The investigation concludes, a definitive root cause of the capacitor failure could not be determined; however, possible root causes could be grounding failure or generation of high voltage spikes.

Manufacturer narrative:
Patient information not provided due to country privacy laws. The initial reporter is located outside the united states; therefore this information is not provided due to country privacy laws. Ge healthcare's investigation of the reported issue is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reports the device emitted smoke and a flame. There was no reported negative patient impact; an alternate monitor was utilized to continue monitoring.